Event description:
The customer observed falsely elevated magnesium results for one sample. The following results were provided: sid (B)(6) initial result = 0.76 mmol/l, repeat result = 3.49 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the architect c8000 processing module, performed multiple troubleshooting procedures, and determined the bellows, bellows only (rohs) the likely cause of the result issue. The worn bellows, bellows only (rohs) was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the bellows, bellows only (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the current complaint. Product labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial #(B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results for one sample. The following results were provided: sid (B)(6), initial result = 0.76 mmol/l, repeat result = 3.49 mmol/l , no impact to patient management was reported.